Event description:
It was reported that during a surgical procedure at the user facility, the port of the tourniquet cuff popped out, causing the device to lose pressure. There was bleed through at the surgical site, resulting additional blood being given to the patient. The procedure was completed successfully. No clinically significant delay and no further adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned.